Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. H6: investigation findings: malfunction observed - c24. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, the scientific literature of competitor and predicate devices was assessed. This review has shown that the affixus natural nail proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4), the following screws were implanted during the initial procedure, and it is unknown which two screws had backed out:- blunt tip screw, 4x34mm; ref# (B)(4); lot#3091265. Blunt tip screw, 4x36mm; ref # (B)(4); lot#3155800. Blunt tip screw, 4x44mm; ref # (B)(4); lot#3137792. Ann blunt tip screw 4x48mm; ref # (B)(4); lot#3166050. Ann cort bone screw 4 x 24mm; ref # (B)(4); lot#3139152. Ann cort bone screw 4 x 26mm; ref # (B)(4); lot#3152753. Ann cort bone screw 4 x 30mm; ref # (B)(4); lot#3155767. Affixus ph nl cap 0mm; ref # (B)(4); lot#3152754. G2- japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00569, 0009613350-2023-00570.

Event description:
It was reported that the patient had to undergo revision surgery 12 days after an initial surgery because two proximal screws had backed out of their proper position, causing the patient pain. Migrated screws were removed during the revision surgery. Attempts have been made and all additional information received has been included in this report.